Event description:
Baxter sweden reports a leak in cassette of homechoice set during apd treatment. The homechoice machine alarmed and the pt reportedly "pressed the button and continued treatment." The pt was given prophylactic antibiotics and no injury resulted from incident.